Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was returned for analysis, and the reported complaint was observed. Iol returned pressed down into well area of iol case base. Solution is dried on the intraocular lens (iol). One haptic is broken/torn and not returned, the other haptic is bent/deformed. The optic is scratched/marked-rejectable. The complainant indicates the use of non company as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, before placing it in the patient's eye surgeon noticed that one of the haptics had broken off. The procedure was completed on the same day by using another unspecified lens without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated iol (intraocular lens) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the reporter states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).